Event description:
It was reported the device broke into 3 pieces inside the patient's calcaneus during drilling for the screws. The threads from the drill seem to have all separated at the point of contact with the solid shaft of the drill bit. The surgeon was able to dig out all 3 pieces from the patient's bone, and nothing remained in the patient. The procedure was able to be completed with no further issue. It was reported that although the device was in contact with the patient, no patient injury is alleged. Revision or medical intervention was required. The surgery was delayed due to the product problem for an unknown length of time.

Manufacturer narrative:
Integra has completed their internal investigation on june 7, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; visual examination of the returned drill determined that the drill broke into 3 pieces. We perform analysis such as measure of diameter of the drill and cannula diameter. All results are compliant. DHR review; a review of the device history record for lot f6g9 is performed, (B)(4) items were released. Raw materials were checked referring to certificate of compliance furnished by the supplier. Diameter of the drill and the total length were controlled with the adequate tools. All results are compliant. Complaints history; no similar incidents were found after the review of complaints for last two years. Conclusion: the dimensions of the drill met the requirements, the raw material and the heat treatment are compliant with the specifications referring to the batch file. The incident is not linked with the manufacturing of the device. In some similar cases of drill breakage, the root cause was a contact with another device while drilling.